Event description:
It was reported that during an unknown procedure, misfunction. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted, malformed clip. The analysis results of the (B)(4) device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device the clips were fed and properly formed. The device locked out as intended but the orange indicator was visible at 14th firing sequence, thus it was not completely visible. These findings are not related to the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.